Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: the pump powers and was tested with a test battery cap. The pump was exercised for 24 hours with no call service alarms or loss of power duplicated. The pump case was removed and there was no evidence of loose components or moisture inside pump. The black box shows a errors, alarms, and warning 162 loss of prime warning on 1/19/2014 at 12:00. Loss of prime warning due to pump not being primed after a por event. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.